Event description:
Information received from the field does not address the patient's clinical status but notes a suspected lead fracture.

Event description:
The pt received his scs sys, including a surgical lead, on (B)(6) 2010. It was reported the scs stimulation could not be increased due to high lead impedances. The physician reprogrammed the pt's scs sys multiple times but was unable to regain adequate stimulation to cover the pt's pain. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration sys, the lead remains implanted. No further pt complications were reported.